Manufacturer narrative:
The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. The current rating for the failure mode in question is currently unknown and being investigated under CAPA: 06103. At this time, it is not possible to assign a definitive root cause for the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently.

Event description:
Event; occurrence of health problems. Please provide details of the health problems observed in the patients, air embolism. What are the details of the events leading up to the outbreak of the health hazard? Air ingress into the swartz sheath occurred during the removal of the mapping catheter, and st elevation in the inferior leads was observed immediately afterward. Additionally, the patient's level of consciousness did not recover, and cerebral infarction was suspected, so the procedure was discontinued. Please provide details on the treatment of health hazards that have occurred; nitroglycerin was administered, and cerebral vascular imaging was performed using CT and MRI. What was the patient's condition after the procedure? Both the coronary artery occlusion and cerebral artery occlusion improved. No suspicious lesions were observed on MRI. What was your physician's opinion on the cause of the health problem occurrence? Air ingress occurred during the insertion of the guidewire after the removal of the mapping catheter. Did you have any problems with the appearance or functionality of the product? None. Was there any other catheter in the heart at the time of the health problem? A jll beeat catheter was positioned in the coronary sinus. Were there any resistance during manipulation/removal of the catheter? None. Is case data available? No. What was the size and name of the sheath that was used together? Frswartzsl. Physician comments: patient outcome: patient injury, infected: unknown, generator/controller: yes, able to use farastar, ablation catheter used: none, other used: none.